Event description:
Report received from the us stating that the "attachment was extremely hot and smoking." The device was used in a "laminectomy bilateral foramenotomies" procedure. There were no delays to the procedure. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).